Event description:
It was reported that pump malfunction occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer gave correction bolus through pump and did not require 3rd party assistance. Technical support identified malfunction code, guided customer through pump reset, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction appeared again, which customer understood.